Event description:
Dr. (B)(6) performed a right sided si joint arthrodesis placing 3 implants in (B)(6) 2009 and performing the same thing on the left side in (B)(6) 2009. There were no complications from the surgery. Dr. (B)(6) placed the pt on 6 weeks of protected weight-bearing and lifting restrictions. The pt had good pain relief after the left si joint fusion until (B)(6) 2009. On that date, the pt assisted his daughter in lifting a lawn mower into a van. The pt had onset of pain after this lifting episode. His pain progressively worsened to the point of being disabling to him. The pt followed up with dr. (B)(6). Radiographic imaging including x-ray, CT scan and MRI scan showed no obvious problem. There was no evidence that the implants had migrated or that the implants were loose. After an extensive period of non-surgical treatment and diagnostic work-up, dr. (B)(6) suggested performing a pubic symphysis plating, but the pt rejected the idea. The pt, during this period, consulted with a physical therapist ((B)(6)), as well as the orthopedic surgeon ((B)(6)) that works closely with (B)(6). The pt related to the company reps that "he had been fused out of alignment". The pt was planning to go to (B)(6) to have a surgical procedure which would entail removal of the existing implants by dr. (B)(6), adjustment of the si joints under anesthesia by (B)(6), and fusion of the si joints with screws. The pt relates in his emails to the company that "multiple" chiropractors and physical therapists had told him that he was fused out of alignment. The pt sought after opinion at (B)(6) where dr. (B)(6) assumed his care. Dr. (B)(6) performed a diagnostic injection of the left si joint. This, per dr. (B)(6), gave the pt significant relief. Dr. (B)(6) obtained a new CT scan which showed no lucency around the implants. Dr. (B)(6) consulted with dr. (B)(6) regarding this pt. Dr. (B)(6) plans on waiting approx 4 to 5 months to see how the pt would respond to the revision surgery before operating on the right side. On (B)(6) 2012, dr. (B)(6) performed a revision surgery on the pt's left side. Dr. (B)(6) removed the most proximal of the three implants. Dr. (B)(6) commented on the "significant bone on the sacral end" of the implant. He then placed a single zimmer 7.0 x 95 mm screw through a three hole plate. No bone grafting was performed. Dr. (B)(6) reported on (B)(6) 2012, that the pt was doing well.

Manufacturer narrative:
Based upon the complaint info and investigation as well as review of the surgeon training and hazard analysis, the most probable root cause for the revision surgery is injury due to lifting a lawn mower approx one month after the implant surgery.